Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during clip deployment, resistance was noted during removal of the lock line due to a knot in the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. During clip deployment, the tactile gripper lever was more difficult to push down, and resistance was noted during removal of the lock line due to a knot in the lock line. The knot was cut and was removed. The clip was deployed and was stable on both leaflets. One clip was implanted, reducing mr to 1. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, reported inability to remove the lock line appears to be due to the observed knotted lock line. A cause for the knotted lock line and resistance on gripper lever could not be determined in this incident. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.